Event description:
It was reported to philips that shutters were unavailable and a button was stuck during imaging on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the imaging module kit (459800151734) and downloaded board software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).